Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 180 mg/dl. Customer reverted to an alternate form of insulin therapy.